Manufacturer narrative:
The manufacturer previously reported a patient allegedly expired while using the device. The patient was found in the morning with the device turned off. The device is currently in the possession of the judicial system and is not returning at this time. The manufacturer received the device's event log and reviewed the device's event log. Based on a review of the event logs, it was concluded the device was operating on a detachable battery during this time. A battery depleted alarm condition occurred, and the device was alarming for approximately 32 minutes, with no response by the caregiver. The power to the device was completely lost and the device stopped operating on (B)(6) 2021 at 04:36:50. The power loss alarm condition was acknowledged at 04:40:49 as evident by the audio pause keypress. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer concludes the device operated properly by alarming to alert the caregiver of an event.

Event description:
The manufacturer received information alleging a patient expired while using a bipap a40. The patient was found in the morning with the device turned off. The device is in the possession of the judicial system. A follow up report will be submitted when the manufacturer has completed the investigation.